Event description:
A malfunction was reported on a pump, identified by a malfunction code but resettable, and technical support assisted the customer in resetting it. There was no adverse impact on the customer's blood glucose level. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue reoccurred.